Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan france alleging that their onetouch verio meter was reading inaccurately high compared to their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11:30am on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿180 and 44mg/dl¿ on the subject meter and ¿45mg/dl¿ on the ultra2 meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported that they were experiencing symptoms of ¿sweating, dizziness and not feeling well in their skin¿ at the same time as they obtained the alleged inaccurate readings. The patient reported self-treating these symptoms with 15-20g of sugar. At the time of troubleshooting the cca noted that the patient incorrectly stored their test strips in their kitchen. Training on correct strip storage was provided. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and had to administer self-treatment after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s control solution and test strips have been returned and evaluated by lifescan product analysis with the following findings: the control solution and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.